Event description:
It was reported that during device interrogation in the emergency room, it was noticed that there was only one therapy programmed on for the treatment of ventricular fibrillation. According to the manufacturer's device implant database, the device was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.